Manufacturer narrative:
Continuation of d10: product ID 977a260, lot# serial# (B)(6), implanted: (B)(6) 2024, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). Currently, the patient does not want to have surgery. The other lead is being used and providing significant pain relief.

Event description:
Event date was unknown. No appointments needed. Troubleshooting has taken place. Nothing more to do. Percutaneous lead number two is giving significant pain, relief and has no impedance issues. The only way to know what happened would be to surgically remove the lead and battery and have the manufacturer evaluate the high impedances.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name vectris surescan; product ID 977a260 (serial: (B)(6)); product type: 0200-lead; implant date; explant date. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient (pt) reported they previously had 100% pain relief, but now they were only getting 80% pain relief.  The pt met with a manufacturer representative (rep) on 2025-jul-15 and impedances were tested.  All contacts were "lost", clarified to mean that the impedances were high on contacts 8-15 providing the following impedance results for contacts 8-15: 8-26150, 9-31470, 10-32410, 11-26,150, 12-35750, 13-32,460, 14-26 ,150, 15-24,420 ohms).  The rep noted this was on the same contacts on the same port of the implanted neurostimulator (ins) where a previous high impedance issue had occurred resulting in a lead replacement.  The cause was not determined yet at the time of the report.